Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a kidney stone extraction, the basket of an ncompass nitinol tipless stone extractor could not be opened or closed by the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Manufacturer narrative:
Event summary: as reported, during a kidney stone extraction, the basket of an ncompass nitinol tipless stone extractor could not be opened or closed by the handle. The procedure was completed by using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), documentation, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. No photos of the device were provided. A lot history search found two complaints had been reported from the lot for the same issue. None of the devices were returned and the causes could not be determined. Without the cause of the issues known, it could not be determined if the failure mode of the devices were related. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. The complaint device was not returned. There are multiple possible causes for the reported issue the handle did not actuate the basket. Without the devices available to investigation, the nature and cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 26jun2022: the procedure has been completed by exchanging to another new device.